Event description:
Boston scientific received information that the right ventricular (rv) lead and right atrial (ra) lead were unable to be extracted from the header of the cardiac resynchronization therapy defibrillator (crt-d). As a result, both leads were cut from the header of the device and capped. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.